Event description:
A customer reported receiving a replacement insulin pump but experienced issues fitting a cartridge into it. There was no adverse impact to the customer's blood glucose level. Customer stated that the cartridge fit issue was resolved, and technical support closed the case after several follow-up attempts.